Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as "a bug from before that didn't go away", as this was not further specified, the cause of the event was assessed as unknown. On the day of the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Ten days after the event onset, the patient was discharged from the hospital. The patient had not recovered. On an unknown date during the same month, the patient was again hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.